Event description:
It was reported that an ilet user¿s freestyle libre 3 plus sensor did not connect to the pump after placement because the sensor was already paired with the freestyle libre mobile app, and the pump could not establish a connection due to the one-connection limitation. Symptoms included no alerts or alarms from the pump related to sensor data. Outcomes included the user manually entering blood glucose values into the pump and planning to replace the sensor. Investigation included remote troubleshooting and education, including a toggle and rescan attempt and guidance to remove the competing app to prevent future conflicts. Investigation of this case revealed a sensor communication conflict with another device, consistent with use error and expected device behavior for single-connection sensors. It was concluded, based on previously established findings for similar reports, that the cause was user-engaged pairing of the sensor to a non-pump device leading to loss of sensor data availability for the pump.